Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part oa system revision due to unknown reasons. Additional information indicates that as per rep reply the system was extracted because of infection. There are no other information available as the rep was not present during the procedure. No additional adverse patient effects were reported. This crt-p was explanted.